Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set broke off into the patient's body. The cannula was located in the abdominal area of the patient's body. The patient did not receive medical treatment and the cannula was not surgically removed. No adverse event reported. Return of the suspect device was requested for evaluation.